Event description:
Consumer was lifting her footplate when the footplate allegedly cut her right leg.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer was lifting her footplate when the footplate allegedly cut her right leg.

Manufacturer narrative:
No sharp edges found.